Event description:
Pt suffered a significant amount of intracranial as well as facial skeletal injuries & soft tissue injuries in a fall. Pt had surgery on 6/20/95 for right frontal craniotomy for hematoma, open reduction internal fixation of facial skeletal fractures, closure of facial lacerations, closed reduction nasal fracture. During case when dr was using the co micro-maxillo facial system there were screws used. When dr screwed 6 of them down the heads popped/broke off. The bodies of the screws were unable to be retrieved.